Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the reagent probe b collar wash waste solenoid valve assembly to resolve the issue. No further leaking was observed. The instrument software version is 5.4.08. The beckman coulter (bec) internal identifier for this report is (b)64).

Event description:
The customer stated that they noticed fluid in the black reagent tray underneath the reagent probe assembly in unicel dxc 800 pro synchron system. The leak was contained within the instrument. The customer was wearing lab coat, gloves, and eye protection. No erroneous results were generated due to this event, and no injury or exposure occurred due to this event.